Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation. It was reported that the patient had a rash under the lifevest. The patient reported that she went to his doctor who prescribed benadryl for the rash. During a follow-up the patient reported that the doctor also instructed her to apply cortisone cream and that the rash had improved. There was no alleged device malfunction.